Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was over 600 mg/dl at the time of hospitalization. Customer also reported they were treated with insulin and an IV of fluids. The customer also reported a button error alarm on the insulin pump. Customer's blood glucose was over 300 mg/dl at the time of incident. The customer stated the insulin pump was exposed to moisture from the rain. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional test including the prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. However, the pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners.